Manufacturer narrative:
Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs. The first photograph displayed the q-syte which has the top disk of the septum pushed into the top body. The second photograph displayed a different angle of the defect described. The reported issue was confirmed. Although the reported issue was confirmed, the photographs provided for this incident did not present sufficient evidence to identify a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 3 bd q-syte luer access split septums experienced the septum pushed into the adapter. The product defect was noted prior to use. The following information was provided by the initial reporter: when opened the package, it was found that the septum of q-syte was pushed into adapter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd q-syte luer access split septums experienced the septum pushed into the adapter. The product defect was noted prior to use. The following information was provided by the initial reporter: when opened the package, it was found that the septum of q-syte was pushed into adapter.